Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and suture was used. The scrub tech reported that they had multiple strands of 4-0 ps-2 needle that had gotten stuck on the suture reel and broken. The procedure was delayed by five minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify how many devices are involved in this single procedure. 2. Which part of the device broke during the procedure, the suture or the needle? Please clarify. 3. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Investigation summary: the product was returned to evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that two closed samples and one empty opened sample that pertain to product code mcp426h were received. During the inspection of the returned samples, the samples were tested to verify the dispensability of the sutures, and it was not possible in one sample, due to the suture being found hard to release from the tray by applying excessive force. In the remaining two samples, the sutures were dispensed without problems from winding former. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. Based on the information currently available, the indispensable suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Further investigation has been initiated and recorded under CAPA-012136. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-07243 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.